Event description:
It was reported that the pod had an unknown needle mechanism failure. The pink slide did not move forward, and the cannula did not insert into the skin. The cannula was visible and bent after removing the pod from the skin and the cannula had come out of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Disregard MDR report ref#3004464228-2025-37920-00, per additional information received, there was no indication of a needle mechanism failure, therefore issue is not reportable.